Manufacturer narrative:
Other, other text: additional information: b5 and d10. Device evaluation: one medfusion 3500 pump was returned for analysis. One of the tubing guides was broken off. The seal gasket on the plunger head was protruding out between the cases. There was motor not running error in history. A flow test was performed and the reported issue of the motor not running was confirmed. The cause of the issue was that the main board was not seated into the extrusion. This issue is a result of the customer's impact to the device. Beyond device repair, no further action will be taken on this issue.

Event description:
Additional information received revealed that the biomedical department believes the error happened as they went to use the syringe pump rather than it stopping mid-administration. The operator was able to turn it on and get everything set up but then the error happens when attempt to start it.

Event description:
It was reported that the motor on the medfusion was not running. The product problem was observed after the device was set up, and upon start up. The product problem was not reported during an on-going infusion. No patient injury or complications were reported in relation to this event.